Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's blades was dislodged. Visual inspection confirmed blade was exposed, and no visible bio debris. No broken conductor wire. An additional observation not reported by site was that the instrument's snake wrist cables was broken at the distal end cable was sticking out from the snake wrist. An additional observation not reported by site was that the instrument's snake wrist was dislodged. The wrist was dislodged to the side where broken wrist cable was visible. Evidence not conclusive, but damage to insert is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the vessel sealing instrument had a blade exposed error. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.